Event description:
Reporting status: serious injury - required intervention. Reporting rationale: medical intervention to treat stenosis. Device issue: difficult to remove (other device). It was reported that the stent was deployed successfully in the lad. Post dilatation was performed. Another company's balloon was delivered through the previously placed stent and into the side branch to perform ballooning. The balloon and guide wire became stuck in the stent. Force was applied to remove the balloon; however, the stent came out with the balloon. No pt effects were reported. A new mini vision was placed. No additional event or pt information is available.

Manufacturer narrative:
Results other - product performance engineering could not complete an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.